Manufacturer narrative:
Device evaluation: a material analysis has been performed. The report concluded: the mrh femoral component broke in fatigue. From the orientation of the fatigue striations the fracture initiated at the base of the boss progressing in an anterior direction and then changed direction and progressed proximally to failure. Eds showed the mrh femoral component to be made of (B)(4). No material or manufacturing defects were observed during this evaluation. Medical review completed indicated that an overload and subsequent fatigue failure occurred through absence of bony support below the mrh femoral condylar section through an excessively thick cement mantle. Material analysis completed on the returned device indicated that the femoral condyle broke in fatigue. There is no evidence of any material or manufacturing defects. However, the exact cause of the event could not be determined because insufficient clinical information was provided. Further information such as clinical or past medical history, operative reports and serial x-rays are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that a patient came in with pain and it was observed that the implant was broken.

Event description:
It was reported that a patient came in with pain and it was observed that the implant was broken.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.